Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was removed 3 months after implant because it did not work. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient didn¿t think it was a device concern entirely. The pocket their physician made for the generator didn¿t hold, resulting in the generator resting on its side and sticking out of the patient¿s hip horizontally. The electrodes that controlled their right side didn¿t function at all.